Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal pain and chronic low back pain patient¿s wife reported the patient was ¿not capable of using his device¿ and was ¿needing an assistance¿ at the time of report. No further event information was reported; no complications were reported or anticipated.